Event description:
Original surgery in 2007 to insert 8x12 mm bak/c cage into c5/6. Revision surgery performed four months later at different hospital and by a different surgeon. Reason for removal was patient not fused and in pain. It was reported that the cage was protruding anteriorly from the disc space. It is unknown if the cage migrated from its original location or if the cage was not fully inserted into the disc space during the original surgery. Cage was not returned for analysis - discarded by hospital. Another interbody device was inserted into the disc space. The next month, the patient was reported to be doing fine.

Manufacturer narrative:
Evaluation: reviewed device history records. Review of the DHR did not reveal any discrepancies. Device manufactured to all applicable specifications and requirements. If additional information becomes available a follow up report will be submitted. Zimmer spine received the initial field report on 06/12/2007. Obtained additional information on 06/28/2007 and determined this to be a reportable event.